Event description:
It was reported via repair work order that the caster was bent and the caster wheel will not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.